Manufacturer narrative:
An event of explant due to aortic insufficiency was reported. The reported damage to a leaflet was confirmed. On leaflet contained an indentation and corresponding horizontal fold. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case information from the field indicated tight aortic root anatomy, with the aortic wall pressing on the valve, which could explain the observed intra-operative valvular dysfunction and resulting damage noted on the returned valve.

Event description:
On (B)(6) 2020 a 19mm trifecta gt valve was implanted. On (B)(6) 2020 the valve was removed post surgery due to ai. Upon explant the leaflets appeared to be damaged, which could be due to tight aortic root anatomy and the aortic wall pressing on the valve in this area. The physician removed the valve and replaced with a non-abbott valve. The patient is stable and is discharged. There was no clinically significant delay in the procedure

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 19mm trifecta gt valve was removed post surgery due to ai. Upon explant the leaflets appeared to be damaged, which could be due to tight aortic root anatomy and the aortic wall pressing on the valve in this area. The physician removed the valve and replaced with a non-abbott valve. The patient is stable and is discharged.